Event description:
The MFR received return paperwork indicating that the pt's interstim device was removed due to infection. Further info has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch report will be sent if further info is received.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.